Event description:
In 2008, procedure performed endoscopic retrograde cholangiopancreatic/sphincterotomy/stone extraction/stent placement, endoscopy. Once in the distal common bile duct the nurse opened the wire basket of the (trapezoid rx lithotripter compatible basket). After opened wire basket, tried to pull the wire basket down to capture stone. At this point it was noticed that the radiopaque tip of the wire basket which actually holds all 4 wires together was not moving the catheter. The device was stationary, so it was suspected that the basket probably was defective, and the cath tip that holds the wires broke loose spontaneously while opening the basket. We kept pulling the wire basket catheter out into the duodenal lumen, found all wires were loose, and were not held together by tip. The holding tip had broken off and staying behind in the duct. At this point placed a 10 french 7cm long biliary stent for the next few weeks.